Event description:
It was reported that 2 of the filter arms were found to be detached upon removal. The filter was being removed because it was no longer needed. Component detachment was confirmed by routine x-ray prior to removal. No pt injury was reported. The pt's ivc diameter was reported to be 16.8mm.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was recently rec'd, however the eval has not been completed at this time. At this time, the results are inconclusive and the root cause of the event is unk.